Manufacturer narrative:
D9: product received date 12/2/2024. H3: one device was returned for repair with complaint of motor rate error. Device has not previously been in for service. Visual/functional testing was performed. Motor rate error was duplicated by occlusion testing. Probable cause was motor sensor failure on main printed circuit board, and it was replaced. Device passed all testing post repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a motor rate error. There was unknown patient involvement and unknown patient harm/adverse event reported.